Manufacturer narrative:
Additional devices listed in this report: cat # unknown, lot # unknown, description: 40mm v 40 head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Revision of right total hip due to pain and pseudo tumor. No implants and further info due to hospital policy and doctor preference. Head and liner swap.